Event description:
It was reported that the connection is loose, and water leaked from the connection of the foley catheter during a pretest. The user was not able to confirm which connection was leaking water. There were reports of similar events that occurred in the same lot. As per follow up information received on 27jan2023, this is one event that water leaked from a loose connection. No information was provided by the customer as to which connection it was. However, it could be the connection between the syringe and the inflation valve.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. A potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. This investigation does not require a DHR review due to a closure letter not required for this complaint. A risk review and labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the connection is loose and water leaked from the connection of the foley catheter during a pretest. The user was not able to confirm which connection was leaking water. There were reports of similar events that occured in the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.